Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient forgot to take the needle guard off of his infusion set on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction bolus. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code insertion without removing needle guard. The batch 6008253 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008253 were previously tested in (B)(4) on 24/mar/2025. Test results: visual test according to work instruction (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008253 was manufactured according to the wi version 115 manufactured in the line 3, on 28/jul/2024, with a total of (B)(4) units. The review of the DHR confirmed that all required tests associated with the relevant processes were completed successfully and met the specified requirements. No deviations were identified, and no maintenance events were recorded. Trending: a query was run in database on 12/jun/2025 against malfunction code insertion without removing needle guard and lot 6008253 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no-reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.